Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the out of range impedance was potentially a faulty device. There were no further complications reported as a result of this event.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had recurring symptoms of nausea and vomiting. When interrogated, the impedance was out of range and greater than 20 ,000. A new device was implanted, and everything was indicated to be resolved. This occurred on the day of the report. There were no further complications reported as a result of this event.